Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on literature review of the article, successful coronary stent retrieval from the ascending aorta using a gooseneck snare kit. It was reported that the procedure was to treat a chronic totally occluded lesion in the proximal circumflex artery. Pre-dilatation was performed and the 2.5 x 28 mm xience stent delivery system (sds) was advanced, but could not be delivered to the lesion. Multiple attempts were made, but were unsuccessful. During an attempt to retrieve the sds, the stent dislodged in the ascending thoracic aorta. A small balloon advanced, but could not retrieve the stent. A snare was then used, and the stent was retrieved; however, could not be withdrawn into the guiding catheter. The stent and the guiding catheter were removed with the sheath. After removal, it was noted that the stent was severely damaged. Further dilatation was performed and a xience stent was implanted successfully. The final result showed good stent deployment with no complication. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.